Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction had occurred. The wearable was inserted into the arm on (B)(6) 2025. The patient's parent reported via web self-service that the pediatric's patient developed a skin infection on (B)(6) 2025. The area was prepped with alcohol prior to insertion. The patient subsequently experienced redness, inflammation, drainage, and an infection under the sensor patch. On (B)(6) 2025, treatment was initiated with a prescribed oral antibiotic: cephalexin 750 mg, taken three times per day every 8 hours for 7 days. However, the reporter did not confirm whether the antibiotic was specifically prescribed in response to the dexcom-related event. Multiple attempts were made to contact the reporter for additional details, but no further information was obtained. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.